Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20055717. Medical device expiration date: (B)(6) 2023. Device manufacture date: (B)(6) 2020. Medical device lot #: 20066819. Medical device expiration date: (B)(6) 2023. Device manufacture date: (B)(6) 2020. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 gem 20dp mc .2mf 2ss dehp-free experienced leakage, device damage/deformation while still considered operable, cracks, and microchannel issues. The following information was provided by the initial reporter: complaint 1 of 4 event 1 material no: 10015012, batch no: unknown it was reported that tpn was leaking out of a crack in the filter event 2 material no: 10015012, batch no: unknown, 20066818 it was reported that tpn went dry, the nurse filled buretrol, and it cracked event 3 material no: 10015012, batch no: 20055717 it was reported that buretrol found sucked in, and when manipulated it cracked vertically. Event 4 material no: 10015012, batch no: 20066819 it was reported that buretrol was being refilled with tpn cracked. Event 5 material no: 10015012, batch no: unknown it was reported that tpn was leaking below the chamber of the buretrol. Event description: this is the information I was able to collect regarding the buretrol tubing issues. (B)(6) 2020, tpn leaking out of crack in filter." 2020, tpn went dry, nurse filled buretrol then it cracked" 2020, buretrol found sucked in, when manipulated it cracked vertically." 2020, buretrol being refilled with tpn cracked." 2020. Tpn leaking below the chamber below the buretrol. " leaks on the alaris IV set 0.2 micron filter, typically with tpn. Cracks on the buretrol chamber. Has improved with education to not squeeze the buretrol chamber. Tubing separations. Separations occur on different areas along the tubing. For example: below the drip chamber, and has occurred while tpn is infusing. The bag spike has also become detached from the tubing. Over infusions. Approximately 5 new events since bd last engaged. (Had previously reported over infusions in august). No additional details at this time, but they did mention the amount of fluid involved in the over infusions has decreased since starting to use the buretrols. For example, an over infusions are now 40ml instead of 500ml.

Manufacturer narrative:
The following fields have been updated with additional information or corrections: b.3. Date of event: (B)(6) 2020. B.5. Describe event or problem: it was reported that as lvp bur 20d low sorb smbore ss 0.2m was cracked and leaking. The following information was provided by the initial reporter: event 1: material no: 10015012, batch no: unknown. It was reported that tpn was leaking out of a crack in the filter. D.1. Medical device brand name: as lvp bur 20d low sorb smbore ss 0.2m. D.4. Medical device lot #: unknown. E.1. Initial reporter phone#: (B)(6).

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m was cracked and leaking. The following information was provided by the initial reporter: event 1: material no: 10015012, batch no: unknown. It was reported that tpn was leaking out of a crack in the filter.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m was cracked and leaking. The following information was provided by the initial reporter: event 1: material no: 10015012, batch no: unknown. It was reported that tpn was leaking out of a crack in the filter.

Manufacturer narrative:
Investigation summary: due to no photo or sample being received, the customer's complaint of leakage could not be verified at this time. A device history record review could not be performed because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.